Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive bleeding during menstruation") and dysmenorrhoea ("severe pain during menstruation"), 3 years 9 months after insertion of essure. On an unknown date, the patient experienced abdominal pain lower ("lower left quadrant pain"). The patient was treated with surgery (hysterectomy with removal of essure devices and laparoscopic tubal fulguration). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive bleeding during menstruation") and dysmenorrhoea ("severe pain during menstruation"), 3 years 9 months after insertion of essure. On an unknown date, the patient experienced abdominal pain lower ("lower left quadrant pain") and cyst ("cyst") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with surgery (hysterectomy with removal of essure devices and laparoscopic tubal fulguration, lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, dysmenorrhoea, cyst and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain lower, cyst, dysmenorrhoea, menorrhagia, pelvic pain and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-aug-2020: pfs received. New events: cyst and fibroids were added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.